Manufacturer narrative:
Date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, a review of the current black box data showed no evidence of power loss or overheating. The complaint regarding overheating of the pump was reported to happen on (B)(4) 2017, and the pump was in use until (B)(4) of 2018. All pump data for november 2017 had been overwritten. The pump¿s electrical current draws were found to be within specification. The pump was opened, and no evidence of moisture was found in the battery compartment or internally. The power flex and components were inspected with no defects found. No damage was observed to the power circuit. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.